Event description:
According to the reporter, the bravo capsule failed to attach to the patient's esophagus during an esophageal procedure. There was no harm caused to the patient and a repeat procedure was not performed. Intervention was necessary as the capsules needed to be removed from the patient¿s esophagus. There was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 5 years. The vacuum source was a medela pump. A lot of water based lubricant was used to facilitate capsule placement which may have entered the suction hole on the capsule. No other known adverse events were reported.